Event description:
It was reported that the patient a (B)(6) girl died (B)(6) 2012, after being on a veo pump for a month. She was using a model mmt-399 insulin infusion set that was discarded at the hospital. Patient was using pump since (B)(6) 2012. Diabetes better managed with the pump than mdi used before. The patient already did a ketoacidosis (B)(6), still was with mdi, catheter changed (B)(6). Based on parents declaration, child presented with nausea and vomiting on (B)(6), evening. They went to hospital emergency department on (B)(6) in the morning. Child arrived conscious. Catheter had been removed at that moment; it showed bent cannula (mmt-399). Pump never alarmed. Biological analysis is done showing ketoacidosis and hyperkalemia. By the end of morning, child statement has rapidly taken a turn for the worse. Child died at 13:35 pm by heart failure, despite resuscitation scheme. Incident took place in: (B)(6). Lot number is unknown, but could have been one of the following lots: 658048, 658040, 658039, 658046, 658047.

Manufacturer narrative:
Unomedical (B)(4) has not received any devices. The retain samples for lot numbers assumed used by customer are tested according to specifications. Based on test results from the visual testing, flow and leak, the retain samples were within specifications. Evaluation summary, MFR report# (B)(4): used device: no used devices were returned for investigation. Unused devices: no unused devices were returned for investigation. Reference samples: 10 reference samples from each lot were tested. Lot number / manufacturing date / deviation on packing: #658048 / 11/27/2011 / no deviations found on packing. Retained samples were tested for visual, flow test and leak test finding all samples in accordance with specifications, #658040 / 11/06/2011 / no deviations found on packing. Retained samples were tested for visual, flow test and leak test finding all samples in accordance with specifications, 658039 / 11/06/2011 / no deviations found on packing. Retained samples were tested for visual, flow test and leak test finding all samples in accordance with specifications, #658046 / 11/19/2011 / no deviations found on packing. Retained samples were tested for visual, flow test and leak test finding all samples in accordance with specifications, #658047 / 11/27/2011 / no deviations found on packing. Retained samples were tested for visual, flow test and leak test finding all samples in accordance with specifications.